Event description:
It was reported that the patient presented to the ER with complaints of fatigue. The patient was lost to follow-up. Device was found in back-up vvi mode and was unable to be interrogated. Device was explanted and replaced due to normal eri.

Manufacturer narrative:
.